Event description:
It was reported that a no disposable alarm pump won't run occurred. The settings were reviewed and pump was powered off and on. There was still no disposable alarm. The cassette was replaced, pump was turned back on and tubing was unclamped. The process was repeated twice but both times a no disposable alarm occurred. The patient expressed wanting to go to the clinic early instead of trying to repeat the process again. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.